Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure of a subcutaneous implantable cardioverter defibrillator (s-ICD) the hold to induce button on the programmer was being held however after about 1 second the induction stopped when the field representatives finger was still on the button. It was noted that a poor telemetry connection was causing the issue and a different programmer was used which was successful. Additional information is being requested by the field regarding this programmer.